Event description:
Procedure type: liver transplant. According to the reporter: the patient had a fever post-operatively in the ICU. A reoperation was necessary, which was three weeks after the initial operation, because of fluid in the abdomen. During the reoperation, the doctor noticed that the product was coming apart. The product was removed from the patient and a different product was used to correct the problem.

Manufacturer narrative:
Correction MDR sent: 1/26/2009.